Manufacturer narrative:
Five lenses were received in 3 contact lens cases. Our affiliate received an open blister pack from lot l002301, however we do not have assurance that the suspect lens came from this lot. The parameters of the lenses were measured and a visual inspection was performed. Four lens met company standards for base curve, center thickness, and diameter. One lens was torn and could not be read. The power of the lenses was checked and they all are within the specification for lot l002301. No visual attributes were observed on 2 lenses, for the 3 other lenses, one was observed to be torn, one had a surface tear and one had excess material. A DHR will be sent in a follow up report. If additional medical or product information is received, we will report it within 30 days of receipt. MDR reportable event trends are reviewed quarterly in franchise management review meetings.

Event description:
Our (B)(6) affiliate received the following information from a pt; the pt had been successfully wearing acuvue advance brand contact lenses. The pt reported discomfort and said the lenses "nearly popped out of both eyes." The lot number associated with these lenses was not confirmed. On (B)(6) 2014 the pt saw her eye care professional (ecp) for a routine examination and was diagnosed with "deep staining od." "The ecp stated that bacteria might come into the eye." The pt was instructed to discontinue contact lenses (cl) wear for a week and the pt was scheduled to return to clinic (rtc) on (B)(6) 2014. The pt was prescribed tearbalance and gatifloxacin opthalmic solution. Our affiliate contacted the pt's ecp on (B)(6) 2014, the pt was diagnosed with a corneal ulcer and punctate keratitis od. The ulcer did not affect the pt's visual acuity. The ecp reported the ulcer was not cultured, but based upon observation, was determined to be infectious. The same medications were continued and the pt was instructed to d/c contact lens wear for a week and the pt was instructed to rtc in a week. The ecp did not consider the corneal ulcer to be serious. Causal relationship with cl: admitted. The pt was contacted on (B)(6) 2014 and said that she was busy and unable to keep her follow up appointment on (B)(6) 2014. The pt was continuing to use her eye drops. She reported minor itching and no pain od. The pt reported discarding 2 sealed blisters.